Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that an inoperable device was found with a 18g x 1.16in (1.3 x 30 mm) insyte autoguard bc. The following information was provided by the initial reporter, "the catheter remained in the protector when the hcw tried to inject a patient."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an inoperable device was found with a 18g x 1.16 in (1.3 x 30 mm) insyte autoguard bc. The following information was provided by the initial reporter, "the catheter remained in the protector when the hcw tried to inject a patient."